Event description:
It was reported that a reminder became frozen on the pump screen and the customer was unable to clear the reminder. During troubleshooting with tandem technical support, the reminder was able to be cleared. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.